Manufacturer narrative:
Citation: dzilic e, et al. Intermediate-term results of tricuspid valve repair using a three-dimensional annuloplasty ring in functional tricuspid regurgitation. Thorac cardiovasc surg 2021; 69(s 01): s1-s85. Doi: 10.1055/s-0041-1725685. Publication date: 19 february 2021 (online). Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature abstract regarding the intermediate-term outcomes of tricuspid valve repair using the contour 3d annuloplasty ring. All data was retrospectively collected and analyzed. The study cohort consisted of 468 patients who underwent tricuspid valve repair with the medtronic contour 3d annuloplasty ring in a concomitant cardiac procedure (82.7% = mitral valve, 22.6% = aortic valve, and 26.5% = coronary artery bypass grafting) between december 2010 to january 2017. No unique device identifier numbers were provided. Among all patients, the 30-day mortality rate was 4.7%. The circumstances of the deaths were not disclosed, and no correlation was made between medtronic product and the deaths. Among all patients, adverse events included: reoperation of the tricuspid valve (six cases), re-repair of the tricuspid valve (three cases), permanent pacemaker implantation, and recurrent tricuspid regurgitation (mild to severe). No additional adverse patient effects or product performance issues were reported.